Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead insulation exhibited an anomaly. The lead remained implanted.